Event description:
(B)(6) clinical study. It was reported that angina and in stent restenosis occured. On (B)(6) 2011, the subject noted to have stable angina (ccs classification-2) and silent ischemia and was referred for cardiac catheterization and enrolled into the te-prove study. Target lesion #1 was a de novo bifurcated long lesion located in the left main coronary artery (lmca) and extending to proximal left anterior descending (lad) with 80% stenosis and was 8 mm long with a reference vessel diameter of 3.4 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 mm x 16 mm taxus element stent. Following post-dilatation, residual stenosis was 5%. Additionally, a non-target lesion located in the proximal left circumflex (lcx) treated with pre-dilatation and placement of a 3.0 x 8 mm xience prime drug eluting stent with ¿optimal¿ final angiographic results. 8 days after, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2012, the subject presented for planned catheterization for symptoms of effort induced stable angina and was hospitalized on the same day. Subsequently, selective coronary angiography revealed distal lesion in the lmca involving the ostium of lcx. Further repeat coronary angiography was recommended. 3 days after, the 90% stenosis in the proximal lcx was treated with balloon angioplasty using a 3x 15 mm non bsc drug eluting balloon, with 0% residual stenosis. Also, the 70% proximal severe stenosis in the ramus was also planned to be treated with 2.25 x 20 non bsc drug eluting balloon, which subsequently failed. 4 days post procedure, the event was considered resolved without residual effects and the subject was discharged on clopidogrel.

Manufacturer narrative:
Date of birth: (B)(6) 1942. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).